Event description:
Passed away [death]. Case (B)(4) is a serious spontaneous case received from a health professional via the FDA in united states. This report concerns a patient (no patient identifiers reported) who passed away during treatment with euflexxa (sodium hyaluronate) solution for injection unknown concentration, for unknown indication from an unknown start date to an unknown stop date. On 31-oct-2019, the physician's office staff reported that the patient passed away on an unspecified date in 2019. They reported that the euflexxa arrived at their office and it was unknown if the patient received the injection on that day. No additional information was provided. The patient died on an unknown date in 2019. Action taken with euflexxa was not applicable. Concomitant medication and medical history were not reported. All events in the case were reported as serious. At the time of reporting the case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Sender comment (ferring): this case contains very limited information, especially the lack of information regarding cause of death, prevents a proper causality assessment for the event `death`. However, based on the known safety profile of euflexxa, when used in accordance with the label, it is considered highly unlikely that eulfexxa was involved in causing the patient's death. Company causality is not related. Other case numbers: internal # - others = mw5090875 this ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.